Event description:
Patient received hip-tep. Revision because of breakage of ceramic insert.

Manufacturer narrative:
This product is not sold in the us. Examination of the returned devices by the manufacturing supplier confirms fracture of the ceramic insert. The density of both parts was analyzed and found to be according to the specifications valid at time of production. The microstructures as obtained from the quality documents of both parts accomplish the requirements as specified at the time of production, too. There are no indications of any pre-existing material defect. Primary regular metal transfer cannot be found. This indicates an insufficient fixation or misaligned position of the insert in the metal shell. The existing metal transfer on the transition I/j indicates a misaligned position of the insert. On x-rays the insert can be found in a tilted position. A missing fixation of the insert or a misaligned position of the insert in the metal shell, respectively, may have led to a point contact which has caused the fracture. Review of applicable device history records finds no related manufacturing deviations or anomalies. The root cause is attributed to user error. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.